Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water was injected during the pre-test, but it was difficult to drain from the foley catheter.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 4855225. Photo: received three (3) photo samples. All photo samples showcase an overview of an all-silicone foley catheter. Visual: received one (1) all-silicone foley catheter with syringe without original packaging. Verified material number 119314 and manufacturing lot number ngjw2602. Visual inspection noted no obvious observations. With strong resistance using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe and the catheter rested with no leaks noted. Attempted to deflate balloon passively using returned syringe and only 1 ml could be withdrawn. Attempted to deflate balloon with in-house luer lock syringe and only 5 ml could be withdrawn. Replaced returned inflation valve with an in-house valve and reattempted inflation and deflation with both syringes. Neither syringe could withdraw more than 1 to 5 ml of solution passively. Solution was aspirated with returned syringe. Dissected balloon and found that the notch was not perforated completely. Root cause: current equipment used to perform the notch perforation needs to be improved or implement a new equipment to perform the notch perforation. Defects that were reported: incomplete perforation on notch and notch not perforated are related to the notch perforation process. Risk review, labeling review, and DHR review are not required as CAPA 4855225 is applicable for this product lot number per fm0302332 rev 20. Based on the investigation results no additional action is required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water was injected during the pre-test, but it was difficult to drain from the foley catheter.